Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported a 24-hour infusion of tpn, 2500 ml, rate 104 ml/hr under infused because 1000 ml remained in the bag at the completion of the 24-hours. No patient harm reported.

Manufacturer narrative:
The customer¿s report of an under infusion of tpn was not confirmed. The pcu log showed that on (B)(4) 2015 at 8:21 pm the user programmed the pump module using guardrails for the drug tpn. The user entered a rate of 104ml/hr, vtbi of 2496ml (24 hours), and a delay for 20 minutes. At 8:47 pm the user changed the rate to 105ml/hr and restarted the infusion. At 9:13 pm the user changed the rate back to 104ml/hr and restarted the infusion. During the infusion, multiple infusion delays were programmed; however, most of them were cancelled prior to the delay completing. The eleven programmed delays and patient side occlusion alarms (2) accounted for approximately 3.8 hours. On (B)(4) 2015 at 9:10 pm the user powered off the pump module which recorded a primary volume infused of 2143.99ml. The root cause of the customer complaint of an under infusion of tpn was not determined. No devices or administration set was returned for investigation from the customer.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
(B)(4)